Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose was over 400 mg/dl, which was treated with bolus on the insulin pump. Customer's current blood glucose was unknown. Troubleshooting was declined for high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.